Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5x18mm promus stents (x2) are being reported under a separate medwatch report number. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent caught on the tip of the guideliner, damaging the struts, contributing to the stent becoming loose on the balloon and the difficulty removing the stent delivery system (sds) through the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that may have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance, loose stent, and difficulty removing the sds appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage. There is no lot specific product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. Pre-dilatation and rotablation was performed prior to advancement of 3 different promus stent delivery systems (sds). All 3 promus stents were unable to cross the lesion. During removal of each sds, the stents became hung up in the guideliner and then appeared loose on the balloon upon removal. No additional intervention was required to remove the devices. No adverse patient effects were reported. No additional information was provided.